Event description:
The user received a questionable high potassium result on the cobas 6000 c501 analyzer for one patient sample. The initial potassium result gave 5.4 mmol/l. The repeat result was 3.8 mmol/l. The original result was not reported. The patient was not affected. Potassium electrode lot number was not provided. The field service representative could not find a cause for the event. He checked the ise module with no problems found. Calibration and controls were run with results within the customer's specification.